Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Analysis of the lead serial# (B)(4) found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead, other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a trial patient with a wireless neurostimulator (wens). Information was reported that the patient's trial began today the healthcare provider (hcp) inserted 2 leads into the epidural space and appeared posterior, when he inserted the one lead it went a little lateral and then came back midline. The leads were plugged into the wens and was up to 12-15 ma and the patient had no perception of the stimulation. The connectivity was checked and 0-7 were all red and 8-15 had 4 green and 4 red. The leads were removed, wiped, and reinserted multiple times. The ports were swapped the issues remained consistent with the leads. Another wens was opened and this issues remained consistent. The healthcare provider (hcp) did not feel comfortable leaving it resolve on its own, so he removed and replaced the lead that was showing all red. The rep placed the lead into the needle and checked again and all were green. He then put the lead into the epidural space into the same location and then 2 electrodes were not good. He wasn't sure what the issue was and did not want to place another lead. They removed, wiped, and replaced the lead into the wens. They were hoping the issue was resolved and taped up the patient. Approximately 7 mins later half of the electrodes resolved and then checking again later, only 1 remained out and everything else was green. The wens and the lead will be sent back for analysis. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the cause of the bad connection was not determined. Impedances resolved post procedure. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), product type: lead. Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider and the representative. The patient's information was updated. No further complications reported.